Event description:
Patient in vent critically ill in ICU bed. Patient's bed was stuck in elevated position. Main/engineering dept called to attempt to fix bed and it became stuck even higher to a point that nursing could not reach the patient. Bed had to be removed. Manufacturer response for hill-rom bed, hill-rom (per site reporter): unknown.